Event description:
A report was received that the patient was having discomfort at the pocket site. The patient underwent a pocket revision wherein the physician moved the battery. The patient was doing well after the procedure.